Manufacturer narrative:
The returned product was evaluated and the investigation found a hole in the exposed portion of the soft cannula. During the fluid path test insulin diverted through the hole. It is unclear when the hole formed, or if it contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 145185caw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 17.8mmol/l (321 mg/dl) and that there was insulin leaking at the site. The pod was worn between 4 and 24 hours on the arm.